Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for atrial fibrillation. During the procedure, it was tried to deliver rf twice in order to puncture the septum, however, it was not successful. Thus, the nrg needle was pulled out and it was noted that it was damaged; there was an exposed metal and delaminated coating at its distal end. The insulation was peeling back. Therefore, the nrg rf needle was replaced with same model needle and the transseptal was completed. Procedure outcome was not disclosed. No patient complication was reported. The device is expected to be returned for analysis.